Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the down arrow keypad button was under responsive and that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, the contrast, ok and up arrow keypad buttons were intermittently responsive. The down arrow keypad button was unresponsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. There was visible evidence of moisture in the battery compartment, and the leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.